Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that the ventilator shutdown unexpectedly while it was connected to a patient. There was no harm to the patient. (B)(4).